Manufacturer narrative:
Manufacturer reference number: (B)(4). Additional information provided: the stapler was not able to be fired at all, did not partially fire and did not lock on tissue. No reinforcement material was in use with the device at the time of the issue. The patient is reported to be stable. Due to the additional resection of the tissue the procedure was extended by more than 30 min however the delay did not result in any consequence to the patient.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, during an exploratory lap right hemicolectomy procedure the device closed on tissue but did not fire. The user had to do an extended resection of the tissue.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device.the instrument and reload showed no visual or functional abnormalities. Proper staple formation was observed in the test media. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.